Event description:
Customer reported when connecting the nurse call cable into the nurse call outlet there is not a tight fit. Customer did not provide a date when issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Result: eval of the returned unit confirmed that the nurse call cable does not have a tight fit inside the nurse call receptacle. The nurse call led does not come on at the nurse call fixture when tested with weight on or off the sensor pad. Unit does not go into voice and mute modes when the nurse call is inserted into the nurse call receptacle. (B)(4).